Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited loss of sensing and loss of capture. The right ventricular lead exhibited sensing and capture of the atrium. It was suspected that both leads were dislodged. The patient was not symptomatic because of the lead dislodgement. The patient presented on (B)(6) 2018 for lead revision procedure. The right atrial lead was capped and not replaced. The right ventricular lead was repositioned successfully and the device was programmed vvir. The patient was stable post-procedure.